Event description:
According to the reporter: procedure: colon resection. The stapler did not fire properly, some of the staples did not form. The staple line did not hold resulting in additional surgery time and tissue damage. No significant blood loss was reported. No further pt consequence was reported.`